Event description:
A minimum fill notification was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer reloaded the original cartridge as instructed and successfully resolved the issue by loading a cartridge onto the pump and resuming insulin delivery.